Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s mother reported receiving an alert 38 ¿restart ilet¿ message following a supply change the previous evening. The user had restarted the ilet multiple times before calling. The agent guided the user through a dry run, which completed successfully past 120 units, and assisted with replacing the steel infusion set. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.